Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 8mm x 5.00mm nc quantum apex¿ balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at 15 atmospheres on the first inflation. The device was completely removed from the patient and the procedure was completed using a 5.0x6 non bsc device. No patient complications were reported and the patient¿s status was good.